Event description:
The pt was in surgery for an appendectomy. The surgeons were using esu's to perform the surgery. The first was a valleylab and the next a codman. Once the surgery was over the pt return electrode was removed. Upon removal it was noted the the electorde site was reddened and some skin was torn.